Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid [6mg/ml] at a rate of 4mg/day and morphine [25mg/ml] at a rate of 17mg/day via intrathecal drug delivery pump. The indications for use of the pump were reflex sympathetic dystrophy/causalgia/complex regional pain syndrome and non-malignant pain. It was reported that multiple motor stalls were seen during interrogation of the pump. The first motor stall occurred on (B)(6) 2016 and recovered on (B)(6) 2016, and the second motor stall occurred on (B)(6) 2016 with no recovery noted. It was noted that the patient had no recently had an MRI. The patient had symptoms of vomiting and diarrhea, and she was admitted to the hospital overnight. It was stated that the change in therapy/symptoms was considered sudden. The reporter planned to contact the patient's managing physician to discuss a possible pump replacement.

Manufacturer narrative:
Device code is also applicable to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis, and the pump was found to be under-infusing. Destructive analysis of the pump revealed corrosion and wear, and a stall due to shaft-bearing. These findings are likely to be the root cause of the both the motor stalls and the volume discrepancies. Result code and conclusion code no longer apply.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) and consumer via a company representative (rep) indicated the pump was replaced on (B)(6) 2016 and was returned. The patient's status was "alive- no injury." At time of pre-op, the reporter was told that this pump had "stopped" and the patient went into withdrawals and was placed in the hospital for these withdrawals. The physician placed the pump at minimal rate so it would not restart and overdose the patient. This was not the first time this pump had stalled although I have no further details on these stalls. Lastly, the calculated amount supposedly in reservoir was 26.5 ml. When we took out the drug in the operating room (or), it was over at 32 ml. The pump was explanted and replaced with a new 40 cc pump. The pump was being sent back for evaluation. The physician had asked that he get a copy of the evaluation but that he not get contacted for any further information. There were no environmental/external/patient factors that may have led or contributed to the issue. Although the timing was not clear with either patient or physician, the patient went into the hospital for withdrawals sometime in (B)(6). It was placed at minimal rate about that time. At time of replacement, we confirmed catheter was in the intrathecal space by an easy and plentiful withdrawal of cerebrospinal (csf) fluid from the port of the new pump. The issue was resolved at the time of this report. It was noted via the return paperwork the patient experienced injury, but the patient's status after the device removal was recovered without sequela. A rotor study and dye study were not performed. The pump logs examined (B)(6) 2016 (last changed (B)(6) 2016) were provided indicated the second motor stall on (B)(6) 2016 hit "stopped pump period may exceed tube set" on (B)(6) 2016. On (B)(6) 2016 a motor stall recovery occurred at 06:01 and another motor stall occurred on (B)(6) 2016 at 07:41 and "stopped pump period may exceed tube set" on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.